Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the amber led on the camera of the navigation system was illuminated at start up. It was reported that the camera was operational. The spinal application software was booted and the reported issue could not be replicated. Rebooting the navigation system did not replicate the reported issue and the ndi toolbox on the navigation system displayed everything was sufficient. There was no patient present when this issue was identified.